Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was duplicated. Pump alarmed "cassette not attached" when attaching and detaching cassette. Dso sensor was found to be stuck at 2500 mv. The root cause is a defective dso sensor. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device was not reading the downstream occlusion. There was no patient involvement and no patient harm/adverse event reported.